Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photo was returned. Photo provided shows an activated company preloaded device, the plunger appears to be fully advanced outside of the nozzle. A carton and label set is beside the device. There is also a container with solution, a lens is visible inside. The complainant indicates the use of non company viscoelastic as a viscoelastic, which is not qualified for use with associated model, this is not a qualified company product combination. The reported complaint was not observed as no sample was returned for analysis; however, based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the surgeon states the use of non qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. Photo provided shows an activated company preloaded device along side a carton and label set. There is also a container with solution, a lens is visible inside. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during an intraocular lens implant procedure the after implantation the surgeon noticed a cut in the central region of the lens and lens was broken in half. The lens was removed during initial procedure and replaced with company lens on the same day. There was no patient harm. Additional information has been requested.